Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that motorized movements was unavailable and safety post test failed. Analysis of the log file showed that tso test failed, the joystick does not return to 0 after triggering. During troubleshooting, fse found after switching on the system, the motorized movements did not release and there was the warning message "motorized movements not available" shown on the monitor. The fse disconnected and reconnected the cable x84 from sib (system interface box) with the system on. After that the system work fine. But the issue happened again, when the customer power off the equipment and turned-on, the user needs to disconnect and reconnected the cable on sib again. The fse identified that there was an issue with geometry module kit. The fse replaced the geometry module kit to resolve the issue. After that the system was returned to use in good working order. The codes were updated based on the investigation outcomes.

Event description:
It has been reported to philips that the c-arm was locked. The system was in clinical use at the time of the reported event. No harm to user or patient was reported. Philips has started an investigation of the complaint.